Manufacturer narrative:
It was confirmed by the customer, that before the bed collapsed, the nurse who used the bed had pressed the "up" button on the control panel. The bed was blocked by an obstacle during raising, resulting in the detachment of the slides. The pressure marks were detected on the side rail cover, which confirms contact with an obstacle. The instructions for use for enterprise 8000x (746-585-en_13) bed includes the following warning regarding bed movement: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement." Arjo device failed to meet its performance specification since the bed collapsed. The device was not used for a patient treatment when the failure occurred. This complaint is deemed reportable in abundance of caution due to collapse of the enterprise 8000x bed.

Event description:
Following the information provided the enterprise 8000x bed collapsed on the leg side. The arjo engineer attended the customer and noticed that the bed radius arm sliding blocks were out of the base frame guides and the bed collapsed. The top of the side rail was found to be damaged. At the time of the event there was no patient on the bed. No injury was sustained. The bed was damaged in a way that did not allow to repair it.